Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 corrected: h3 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: I was contacted by dr. (Name removed) from (B)(6) that he performed revision of patient with attune knee system due to instability in the prosthesis treated before 4 years in other hospital. The surgeon had to replace the polyethylene liner. The product was returned to depuy synthes for evaluation. Visual inspection revealed the following damage over attune ps fb insrt sz 7 10mm: 1) pitting patterns over condyles surfaces, and 2) extractions marks on the bottom surface. Pitting and wear condition suggests that debris was making contact/friction between the insert and the femoral component. With information provided, a potential cause cannot be established. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune ps fb insrt sz 7 10mm would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device below and no non-conformances or manufacturing irregularities were identified. Product description: attune ps fb insrt sz 7 10mm. Product code: 151640710. Lot number: j3497j.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
Additional information was received stating that there was a 30-minute surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that he performed revision of patient with attune knee system due to instability in the prosthesis treated before 4 years in other hospital. The surgeon had to replace the polyethylene liner. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No, did the patient require revision surgery or hardware removal? Yes, was device explanted? False, did patient require revision surgery? False, if yes, date of revision surgery. (B)(6) 2024. Reason for revision surgery. Instability, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? X-ray and examinations, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Instability, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.